Event description:
Patient undergoing operative procedure. The disposable harmonic shears would not engage when inserted into the harmonic machine. A new instrument was used for the surgical case. No harm.